Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr inspected the device and confirmed the following: the adhesive of the bending section rubber was worn. There was a hole in the rubber of remote switch 1. There was play in the angulation. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory performed after reprocessing by ofr cleared the french guideline. However, the reported event may have been caused by the following: there was a difference between the user facility and the device reprocessing method implemented by ofr. Contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of multiple microbiological testing, following microbes were detected from the sample collected from the all channels of the device. Micrococcaceae (1 cfu/endoscope). Coagulase-negative staphylococci (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; (B)(6) 2021. Suction channel: candida spp. (<20 cfu). Second time; (B)(6) 2021. Suction channel: pseudomonas aeruginosa (10 cfu). Third time; (B)(6) 2021. Suction channel: pseudomonas aeruginosa (>50 cfu). Auxiliary water channel: pseudomonas aeruginosa (>100 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.